Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "pre-op diagnosis: mechanical loosening of internal left knee prosthetic joint. No further information available per hospital." Two x-rays have been provided.